Event description:
The patient called animas on (B)(6) alleging she had a low blood glucose level overnight. She said she had to treat her blood glucose level of 39 m/dl at 3:30 am. She said she treated herself with 56 grams of oral carbohydrates. Afterward she reportedly had blood glucose readings from 95 to 415 mg/dl and said that at the time of the call her blood glucose level remained at 95 mg/dl. The patient said she is a runner and has been taking antibiotics for the last four weeks. She was also part of a gastric emptying study and was exposed to isotopes and gamma x rays while on the pump. The patient asked the technician whether she needed to be removed from the pump but the technician said it was safe to wear and there is no need to disconnect. This complaint is being reported because the patient allegedly experienced a low blood glucose level after exposing the pump to an x-ray.

Manufacturer narrative:
The device was returned to animas. Evaluation was completed on (B)(4) 2011. Despite the exposure to x-ray evaluation demonstrated that the pump operated within required specifications and delivered insulin accurately. There were no defects found. Although there were no defects found this complaint is still being reported as evaluation results were not available at the time the complaint was initially classified.